Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported were 1.7, .9, and .9 inr. The corresponding lab results reported were 2.6, 1.9, and 2.6 inr.